Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.5 inr/2.0 inr; 3.3 inr/1.7 inr; 2.2 inr/1.7 inr; 4.7 inr/3.4 inr; 2.2 inr/1.7 inr; 2.4 inr/1.8 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.